Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced an unknown blood glucose (bg) less than 40 mg/dl with confusion, diaphoresis, severe dizziness and difficulty speaking associated with a display issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient self-treated with oral carbohydrates and their bg was 42 mg/dl. During troubleshooting with customer technical support (cts), it was reported that the display was dim and difficult to read. Reportedly, the patient had given incorrect bolus amounts due to the issue. This complaint is being reported because the patient allegedly experienced hypoglycemia because of a dim display.